Manufacturer narrative:
Testing of actual/suspected device(10): the getinge field service engineer (fse) that encountered the issue replaced the blood detect tubing and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6). The full name of the event site is (B)(6) medical center- (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.